Manufacturer narrative:
UDI = (B)(4). This report is being filed to correct the event date and the initial alert date.

Event description:
Additional information was provided by the field representative stating the pocket revision was performed on (B)(6) 2016. No further issues have been reported since.

Manufacturer narrative:
(B)(4). All available information indicates the electrode remains in service. A request was sent to the local field representative; however, no additional information has been provided. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was either oversensing t-waves or supraventricular tachycardia (svt). A second evaluation was done by an electrophysiologist and x-rays taken determined the electrode had pulled back. An electrode/pocket revision was performed. No further issues have been reported.